Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas, describing that the system did not lower glucose into range quickly enough, delivered perceived insufficient insulin, and did not provide high-glucose alerts, despite low-glucose notifications occurring; user training was completed and troubleshooting and education were provided, and no device alerts or alarms were reported. Symptoms included thirst, irritability, and malaise. Outcomes included no hospitalization and user-reported difficulty managing elevated glucose. Investigation included review of usage concerns, education on device features and return policy, and coordination with the healthcare provider and field team. Investigation of this case revealed that the cause of hyperglycemia was unclear and no specific device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.